Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: we are seeing the leur locks breaking off and/or leaking at the connection. This has occurred on regular IV fluids as well as on one chemo patient. Not only the tubing but also the leur lock adapter. They have either been breaking off, leaking at the leur lock connection, or the tubing has come loose from the leur lock. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photo and one used caresite valve, without packaging were provided by the reporting facility. Visual evaluation of the photo showed six bags of samples containing sets and valves. It should be noted that the caresite valves contained alcohol caps on them. No defect was able to be confirmed from the photo. Visual evaluation of the sample noted the female luer of the unknown device to be broken off in the port of the caresite valve. The threads of the valve appeared to be stressed. Based on the evaluation results, the reported defect is not confirmed to be a manufacturing defect. Although the exact root cause cannot be determined, previous engineering testing cited a probable root cause could be alcohol exposure of certain male adapters, which can lead to difficulty removing or breakage of male luer tapers when connected to female luers. Per the IFU, "swab top lad vigorously for 15 seconds with 70% isopropyl alcohol and allow to air dry prior to use." Please note the air drying of the alcohol prior to use. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.